Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total robotic hysterectomy, bilateral salpingo-oophorectomy, "uterosarcal" colpopexy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully "occlude". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery. Concurrent conditions included obesity and urinary incontinence. Concomitant products included bupropion, cetirizine hydrochloride (citirizine), cimetidine, diphenhydramine hydrochloride (diphenhydramine), duloxetine, escitalopram, gemfibrozil (lopid), levonorgestrel, paracetamol (acetaminophen), phentermine, sertraline and sertraline hydrochloride (zoloft). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems: depression / psych injury") and anxiety ("mental anguish / psych injury"), 1 month 12 days after insertion of essure. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain - abdominal, chronic") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy (full);salpingectomy (bilateral removal of fallopian tubes);oophorectomy (bilateral rem). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea, menstrual disorder, depression, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pain and for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received : new events abdominal pain and general abnormal bleeding were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery. Concurrent conditions included overweight and urinary incontinence. Concomitant products included bupropion, cetirizine hydrochloride (citirizine), cimetidine, diphenhydramine hydrochloride (diphenhydramine), duloxetine, escitalopram, gemfibrozil (lopid), levonorgestrel, paracetamol (acetaminophen), phentermine, sertraline and sertraline hydrochloride (zoloft). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems: depression") and anxiety ("mental anguish"), 1 month 12 days after insertion of essure. In january 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy (full);salpingectomy (bilateral removal of fallopian tubes);oophorectomy (bilateral rem). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the menstrual disorder, depression, anxiety, dysmenorrhoea and weight increased outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: essure device was successfully occlude total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lab data added. Concomitant medication and condition added. Events: abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems: depression, mental anguish, dysmenorrhea (cramping), weight gain were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.